Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the lead screw would not extend out to set the probe and the probe had to be removed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted. Visual inspection found the helix was bent inside the sleeve head, and with tissue on it. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.